Manufacturer narrative:
The customer reported that the AED will not power on and the asi is blank. The battery pack has an expiration date of march 2026, and the pad have an expiration date of february 2025. The maintenance schedule is reported as monthly. Communication with the customer: asked the caller to perform a battery self-test- unable to do so. Requested to call in with ddc, AED, and working battery pack from another AED to perform download. No additional information is available at this time to further investigate the event. The IFU states the IFU states: improper maintenance can cause the ddu series AED not to function as designed. Maintain the ddu series AED only as described in the user manual and operating guide. Routine maintenance: the ddu series AED is designed to be very low maintenance. Simple maintenance tasks are recommended to be performed regularly to ensure its readiness. Daily- check that active status indicator (asi) is flashing green. Monthly- in addition to the daily check, check the condition of the unit and accessories, check pads and battery pack expiration dates. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. Do not install battery packs after the expiration date. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications. This device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.

Event description:
The customer reported that the AED will not power on and the asi is blank. The customer did not report this occurred during patient use.